Event description:
Per complaint 81093, during clinical procedure, deformation was observed.

Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.